Event description:
The nurse midwife was repairing a vaginal tear after delivery and had made two swipes through and noticed that something did not feel right. Upon examining the suture needle, she noticed that the tip was blunt and not intact. Got another suture needle completed the repair. Felt all around the area did not feel any sharp object. Performed an x-ray, no object was identified. Needle saved along with the packaging. 3-0 vicryl CT-1 taper needle.